Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7078936. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7082485. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7083279.

Event description:
It was reported that during the second stage of the deep brain stimulation implant procedure the physician noticed that the original left sided burr hole incision looked a little red and swollen. The physician pressed on the incision and a yellow liquid was present and leaking from the site. The physician removed the burr hole cover, the lead, and both extensions and cultured the site. The culture came back positive for an infection. The patient was released from the hospital on IV antibiotics and was noted to be stable.